Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, erosion, extrusion, exposure, urinary problems, bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. An excision of the exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.